Manufacturer narrative:
Device malfunction is suspected but did not contribute to a death.

Event description:
Initial rptr indicated "device is not working". Pt was referred to surgeon, for further eval and diagnostic testing. Add'l info rec'd that "the pt has a bulge in his neck. The device was off and the pt did not want it interrogated so it remains turned off. Pt is being sent to an ent for further eval."